Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that this female patient was diagnosed with chronic renal failure . During dialysis in the renal unit (in the left subclavian) the clinician noted that the arterial hub was found cracked. The clinician stated that the patient had a repair kit fitted a couple of months ago and the unit cracked after only a few weeks of use. As a result, it was replaced with a new one for a successful dialysis. There was no reported delay, death or complications to the patient. Chlorhexidine (hibitane) and povidone was used to clean the hubs.